Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad trace. No button error alarm noted. The device had minor scratches on the lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was alarming button error. He removed the battery for 10 minutes and issues persisted. He didn't know his blood glucose level at the time the alarm occurred. Customer stated he was sweating profusely when asked if he knew of any significant event which may have caused the alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.